Event description:
It was reported that cross talk was observed while performing capture test in clinic. There was no crosstalk episode on stored egms. No intervention was performed. No patient symptoms were reported. Patient will continue to be monitored.